Event description:
It was reported that an innova 4100 system was experiencing a flickering of the image on the live monitor and the control room monitor during fluoroscopy. It was reported that the image was unusable when it was flickering. The issue may result in a degraded image quality that can prevent completion of an exam. No pt injury or death reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
System was originally cleared under k023178; system was upgraded in 2006 with enhanced software option cleared under k052412. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two yrs. Reference MDR 9611343-2011-00001.